Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's parent that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 34 mg/dl at the time of the incident. The customer was at 69 to 109 mg/dl at the time of the call. The customer used juice to treat. The customer experienced symptoms such as inability to open the mouth, unresponsiveness, and vomiting. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and no issues were found. The customer had another low event of 53 on (B)(6) 2018 and 38 mg/dl on (B)(6) 2018. The insulin pump will not be returned for analysis.